Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the corner of the belt clip rails, faded serial number label, and minor scratched lcd window. Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the corner of the belt clip rails, faded serial number label, and minor scratched lcd window.

Event description:
It was reported that long crack beginning from the top of the insulin pump , all along the length of battery tube. Customer's current blood glucose was not given. Insulin pump will be return for analysis.